Event description:
(B)(6)., patient's home health nurse reported pump they had received had broken coil at the back of the battery compartment where batteries are supposed to be inserted so she was not able to turn pump on and was requesting new pump to be shipped out. Unknown if patient missed dose, experienced any adverse events, or has pump on hand for return. No further information provided. Frequency: infuse 40gm {400ml) intravenously daily for 5 days every 6 weeks. Reported to (B)(6): by health professional.